Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 436 mg/dl. The customer stated that they used a pen in place of the plunger to push insulin through and it worked. The customer was advised to change their reservoir and infusion set as soon as possible. No further information was provided.